Event description:
Healthcare professional called to report a right side rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called, to report a right side rupture. Device remains implanted.

Event description:
Device explanted and replaced.